Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds in all configurations. The device was reprogrammed to right pacing only. The patient was in good condition.